Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the electrodes padz would not connect to the multi-function cable of the associated defibrillator. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The electrodes were returned to zoll medical for evaluation. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. Analysis of reports of this type has not identified an increase in trend.